Manufacturer narrative:
(B)(4).

Event description:
The health care provider via a manufacturer representative reported that the patient was seen in the health care provider's (hcp's) office and impedance testing that was performed on (B)(6) 2015 showed all contacts pairs at greater than 4000 ohms. The patient was experiencing a shocking or jolting sensation at the lead implant location due to a sudden change in therapy or symptoms. The patient had a revision on (B)(6) 2015 and when the implantable neurostimulator (ins) pocket was opened, the lead was slightly backed out of the ins header block. The hcp used the wrench to unscrew the setscrew and advanced in the lead and in the or, impedance tested within normal limits. The manufacturer representative didn't know if the hcp slightly pulled the lead to make sure it was secure. The manufacturer representative received a call on (B)(6) 2015 and impedance testing showed that contacts c0, 01, 02, and 03 were now showing greater than 4000 ohms. There were no falls or trauma that could be related to the issue. The manufacturer representative saw the patient on (B)(6) 2015 and the patient's system was giving them benefit and they were not experiencing shocking. The lead was loose in the header block and when they ran impedances, the numbers were off. The patient was satisfied at the moment and would connect with the manufacturer representative if something changed. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.